Event description:
The event involved a primary plumset, clave y-site, 104 inch which was reported to have leaked chemotherapy in the outpatient oncology department, on the shirt of a 63 year old patient. The chemotherapy was stopped and patient's shirt was removed and bagged to be sent home. The tubing lines were changed and the leak was found at the connector, just below the blue hub on the intravenous tubing set. There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
D4 - catalog number - additional information was received providing updated list #.